Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6 and h11. Corrected fields: d10 and h6 component code. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: scope communication error b30 occurred, distal end and c-cover were burnt and nozzle had foreign objects. A root cause for the no image and scope communication error b30 could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: electronical parts such as circuit board at the scope connector, were corroded and broken due to water invasion of the scope connector. A root cause for the burnt distal end and c-cover could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: high energy endotherapy accessories were used without sufficient distance from the distal end. A root cause for the nozzle had foreign objects could not be identified. Based on the results of the investigation, the most likely cause was not established. The event foreign material event can be detected/prevented by following the instructions for use which state: chapter 3 preparation and inspection chapter 5 reprocessing the endoscope and related reprocessing accessories olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the colonovideoscope's image was not displayed. The event occurred during inspection for use. There were no reports of patient involvement.